Event description:
It was reported that a system error 2367 (resume error) alarm occurred on the homechoice device. The alarm occurred prior to patient use. The power was cycled to clear the alarm and the nurse was advised to call back if further assistance was required. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.